Manufacturer narrative:
Product analysis found that abnormal noise was generated when the handpiece was operated. Internal inspection confirmed that parts such as the middle housing, shaft, stainless steel ball, collar, o-ring, nose, and bearing were deteriorated due to dirt and rust. Pre-repair temperature test for 1 minute at nose was 120 degf which confirmed overheating of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the hand piece overheated within 5 minutes after starting to work. There was no patient impact or staff impact.